Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 12 reports, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. Insert the laparoscopic kittner through a properly placed laparoscopic cannula. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was used on (B)(6) 2025, and ¿during laparoscopic cholecystectomy, surgeon noticed tip of kittner came off of handle and was in abdominal cavity. Loose tip of kittner removed from patient's abdominal cavity.¿ the procedure was completed with the use of another kittner with a different lot number, and a delay of five minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: the device will not be returned for evaluation, but photographic evidence has been provided. The photo shows the tip of the kittner broken off the device. Root cause cannot be determined, however, based upon photos; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised that a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. Insert the laparoscopic kittner through a properly placed laparoscopic cannula. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was used on (B)(6) 2025, and ¿during laparoscopic cholecystectomy, surgeon noticed tip of kittner came off of handle and was in abdominal cavity. Loose tip of kittner removed from patient's abdominal cavity.¿. The procedure was completed with the use of another kittner with a different lot number, and a delay of five minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.